Event description:
Report received of a non delivery. Line a was prof\grammed to deliver an unspecified concentration of exaliplatin at a rate of 250 ml/hr with a volume to be infused (vtbi) of 500 ml. Line b was programmed in the concurrent mode to deliver an unspecified concentration of leucovorin at a rate of 125 ml/hr with a vtbi of 500 ml. Immediately after starting the delivery, the nurse noted that "only line a was delivering but both drip indicator lights were flashing". The device was remopved from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.